Event description:
It was reported that the web cannot be detached. Replaced with a new controller and operated many times, the web still cannot be detached. The web was removed and the procedure was completed with stent to assist the coil. The patient was reported to be "normal". No injury was reported.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), web implant, introducer, and dispenser hoop. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher for analysis and was returned deployed through the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications. However, the pusher was found kinked at the hypotube to connector junction, and the proximal connector was bent at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the bent proximal connector. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The customer provided image shows the web outside the patient and inserted in the detachment controller; the light on the controller is red with the web inserted. The investigation of the returned web system found the proximal connector bent at the brown lead wire joint, and the pusher kinked at the hypotube to connector junction. The unit did not pass continuity and resistance testing. The kinked condition of the pusher and the bent proximal connector may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
It was reported that the web cannot be detached. Replaced with a new controller and operated many times, the web still cannot be detached. The web was removed and the procedure was completed with stent to assist the coil. The patient was reported to be "normal". No injury was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.